Manufacturer narrative:
The investigation was carried out by the aesculap technical service department (ats). It has been ascertained, that the reported product was manufactured in 2013 and is an old version of the hose. This version of the hose was prone to flaws which could lead to a burst. Therefore this hose was changed. Batch history review: the device history files have been checked for the available lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: this failure occurred most likely due to design error. Corrective action: a change was initiated to eliminate the failure. This version of the hose has not been marketed since 2015.

Event description:
(B)(6). Original medwatch report (2916714-2016-00936) submitted for this incident on 10/27/16. Additional medwatch reports are being submitted to record injury of total of 5 people related to the reported incident. This includes: 9610612-2017-00512, 9610612-2017-00513, 9610612-2017-00514, 9610612-2017-00515. (B)(6). It was reported that 5 people from the operation team were injured when the air hose burst. Minimal information was able to be obtained related to the injuries or treatment(s) however, it was reported that there was no permanent damage to any effected individual.